Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had difficulty using the charger and programmer which resulted in recharge burden for the ipg. Surgical intervention was taken for ipg replacement. Reportedly the patient had effective therapy post operatively.